Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/07/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini displayed an "ER 2" message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 3x a day. The patient manages her diabetes with metformin pills (1000 mg) and glipizide pills (10 mg).the alleged issue began on (B)(6) 2011 at 930am. The patient continued to take her usual dose of medications. About 15 minutes after the alleged issue begun, the patient claimed she felt symptoms of trembling, shaking and drowsy. The patient took a glucose tablet as treatment. That afternoon, the patient obtained a blood glucose result of "115 mg/dl" on another device. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca walked the patient through a retest and reviewed the proper technique for blood sample application. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.